Manufacturer narrative:
No button error alarms noted. All buttons functioned properly. However, the pump had moisture on the keypad traces and electronic assembly. No moisture damage was noted on the motor assembly. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer's mother called in to report a button error alarm and moisture on the display. It was reported that the insulin pump was exposed to moisture. The customer's blood glucose level was 150 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.